Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that elective replacement indicator (eri) was declared due to long charge times. A manual capacitor reformation was completed which resulted in a long charge time of 21.2 seconds. The device case was removed to facilitate the inspection of the internal components. Detailed examination of the internal components found a component on the device hybrid had an intermittent ¿open¿ condition, resulting in the observed long charge times and resultant premature declaration of eri.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is depleting faster than expected. No adverse patient effects were reported. The device was explanted.